Event description:
I felt an unfamiliar lump in my left breast. Made a doctor¿s appointment to have it checked where I was told the implant may have a leak. The doctor reviewed my paperwork as far as the implants were concerned, (ideal implant structured breast implant), which had been implanted in (B)(6) 2018. He informed me they were recalled due to this issue. I then had to schedule surgery to revise my breast augmentation so that I would not have deformed breasts due to the deflation of the implant in addition I am salt sensitive due to hashimoto¿s. Since the saline was spilling into my system, I began to experience major skin issues, including major acne, especially around the neck area, front and back of the neck causing major, inflammation, and pain. Due to the inflammation around the neck, I was limited in neck and head mobility until recently once the implants are removed. I was never informed properly that there might be an issue to be concerned about. I am aware that typicality ruptures can happen due to accidents but since I had not been involved in one this situation was very frightening for me. The fact that when vehicles have recalls we are notified by letter. No one ever contacted me. I want to educate and inform anyone who may be concerned so that this type of treatment and negligence will not happen to anyone else. The mental and physical harm that this whole situation has stressed on my family, marriage and self has taken an emotional toll. Reference report: mw5118497.